Event description:
The customer contacted the company's customer experience team via email to report that they were having difficulty removing the device and sought medical assistance to assist with removal. The event occurred the first time the customer used the device. The customer stated that they followed the instructions on the package labeling for insertion and removal. The customer further stated that upon insertion, the stem retreated back inside of the device. They tried for two hours but were unable to remove the device to correct the issue, so they sought medical assistance. The customer stated that they did not have intercourse with the device inserted, nor were they aware of any physical nuances that would have contributed to the difficult removal. The customer stated that the nurse practitioner was unable to remove the device using a speculum as a visual aid; subsequently, they state it took a physician 4 attempts to remove the device. This device is designed so that it can be removed with a pull-tab but may also be removed like a traditional menstrual cup without the pull-tab. Per the instructions for use provided with the device "if the pull-tab is not working, flex cup can be removed by pinching the base of the cup to release the suction".